Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. (B)(6).

Event description:
The event involved is a plum 360 infusion pump that was reported to be administering more than it has been set up. There is no patient involvement, no adverse event / human harm, no death, no delay in critical therapy and no need for medical intervention.

Manufacturer narrative:
During testing, the logs were reviewed and it was concluded that the device delivered accurately at the programmed rates. However, deliveries were interrupted due to several alarms which extended the duration of therapy. The device was found to have had an n186(distal occl), n183(peak prox occl b non del), n185(peak prox occl a non del) and n232(prox airinlinea ) alarm. The device passed all performance verification testing (pvt) testing including delivery accuracy testing. The complaint was not confirmed. No probable cause determined.